Event description:
It was reported that a user intentionally announced a larger-than-usual lunch for a usual sized lunch in order to obtain additional insulin as their blood glucose (bg) was already elevated. After which bg measured 113 mg/dl and steady; the agent counseled the user not to manipulate meal declarations and provided education on appropriate use of the ilet system and limiting snacks during the initial week. Symptoms included hyperglycemia peaking at 300 mg/dl. Outcomes included no alerts or alarms, no adverse events, and no hospitalization. Investigation included a customer interview and troubleshooting focused on meal announcement accuracy and user education. Investigation of this case revealed user technique error related to incorrect meal size entry, with the device functioning as designed and no component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device settings and use environment.